Event description:
It was reported that a malfunction alarm, specific to malfunction code 12, occurred, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump, with instructions to report any future occurrences of the malfunction code. There was acknowledgment and understanding from the caller regarding these instructions.